Event description:
It was reported that during a colon resection procedure, the surgeon found it difficult to remove the stapler and when she did she noticed that the posterior staple line wasn't formed properly. They resected it and pulled another stapler and had issues with that stapler as well, difficult to remove. Unknown how case was completed.

Manufacturer narrative:
(B)(4). The analysis results found that the ecs29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many revolutions was the adjusting knob turned to open the device? Was the anvil free from the tissue (rotated 90 degrees in both directions) prior to removal? Were the donuts complete? Was a leak confirmed? Just for clarification, were the posterior staples malformed (irregular in shape)? What confirmation was received that the device was fully fired? Where within the green compression/gap setting scale was the orange indicator set for firing? Did the red safety remain engaged until firing? Did the surgeon report any differences in the way the device fired? How was the case completed? What is the current status of the patient?